Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/04/2025, it was reported that the user¿s cartridge was not twisted to lock in place during a supply change. As a result, the cartridge was slowly pushed out during the fill step, leading to insulin leakage when the user attempted to push it back in without rewinding. The agent instructed the user to insert a new cartridge, rewind, and complete a full supply change. Insulin delivery was successfully resumed. No blood glucose impact was reported.